Event description:
It was reported that the balloon dilation catheter cap for balloon protection could not be removed, during the use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is unconfirmed since the problem could not be reproduced. Photo samples were submitted which shows the balloon guard on the device. Some liquid was appeared to be present within the balloon guard in the photos. The balloon dilation catheter and inflation device were returned. An evaluation of the physical sample was completed by futurematrix. As the reported event is unconfirmed, a DHR review is not required. Based on the results of the investigation, no additional action is required at this time. As the reported event is unconfirmed, a label/packaging review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the balloon dilation catheter cap for balloon protection could not be removed, during the use.